Event description:
A caller reported encountering cgm error 42. There was no mention of any adverse impact on the customer¿s blood glucose level. Technical support assisted the caller by providing comprehensive instructions for resetting the pump, and after the reset, the error did not reoccur. Ultimately, the caller was able to successfully start their sensor session.